Event description:
It was reported that during a lap gastrectomy procedure, the tissue pad was detached into the pt after several times use. The fallen piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.